Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening during efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a confirmed failure mode, a cause for the reported clip opening during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened more than five degrees. Efaa was repeated several times and troubleshooting performed however the clip still opened therefore the cds was removed. Two clips were implanted, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.